Manufacturer narrative:
(B)(4). Citation: int j colorectal dis. 2010; 25: 381¿387. Doi: 10.1007/s00384-009-0840-x. [(B)(4)].

Event description:
It was reported via journal article: "title: laparoscopic correction of enterocele associated to stapled transanal rectal resection for obstructed defecation syndrome" authors: alfonso carriero, marcello picchio, jacopo martellucci, pasquale talento, domenico palimento, erasmo spaziani. Citation: int j colorectal dis. 2010; 25: 381¿387. Doi: 10.1007/s00384-009-0840-x. The authors reported their experience of concomitant laparoscopic treatment for enterocele and stapled transanal rectal resection (starr) for rectocele and/or rectal prolapse in patients with complex obstructed defecation syndrome (ods). From june 2005 to june 2007, the authors submitted 20 patients (19 females and 1 male patient; age range: 36 to 75 years old) with ods due to rectal prolapse and/or rectocele, combined with stable enterocele, to starr and laparoscopic correction of the enterocele. After exposure of the pelvis holding back the small bowel, starr procedure was performed. A total of 16 procedures were performed with the pph-01 stapled anoplasty kit (ethicon) and 3 procedures with contour transtar (ethicon). The laparoscopic procedure aimed to excise the enterocele sac and obliterate douglas¿ cul-de-sac. After proper dissection of the entire sac with monopolar diathermy, a running suture of the peritoneal margins with vicryl 2-0 suture was performed. Reported complications included rectal bleeding (n-1) which was treated conservatively, retropneumoperitoneum (n-1) which required antibiotic therapy for 7 days and the event resolved after, and post-operative urgency not associated with pre-operative urgency (n-3). It was concluded that the combination of starr and laparoscopy provides a safe and effective method to treat ods caused by rectal internal prolapse and/or rectocele and combined with enterocele and other pelvic floor abnormalities. Larger studies with long-term follow-up are necessary to assess the results of this new combined surgical procedure.